Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, nine years nine months of post deployment, a computed tomography (CT) abdomen and pelvis was performed and it revealed superior extent of the filter at inferior vertebral body and inferior extent at - disc. A total of 6 prongs have perforated the inferior vena cava and maximum distance of prongs perforated was 6mm. In coronal images 3-degree tilt right to left and sagittal images 11-degree tilt posterior anterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient as a prophylaxis for pulmonary embolism. Approximately nine years and nine months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.